Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose and possible over delivery anomaly. Blood glucose level at the time of the incident was 25 mg/dl which was treated with food. Customer had symptom related to the event was shaking. Customer alleged insulin pump was over delivering because blood glucose reading was reached at 25 mg/dl. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customers last blood glucose value was 84 mg/dl. The insulin pump will be returned for analysis.